Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 11 pro max / 2.9.1 / ios 26.1.

Event description:
It was reported that pump experienced charging issues where customer plugged in device and it did not start to charge. No information was provided regarding customer¿s blood glucose level or impact. Customer declined technical support, and no additional information was received regarding any further actions or resolution.